Event description:
It was reported that the right ventricular (rv) lead failed to capture and sense. A review of the x-ray appeared normal. The rv lead was extracted and body tissue in the helix was observed suspecting a mico dislodgement. A new rv lead was implanted. There were no adverse health consequences, the patient was stable.